Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified proximal circumflex (cx). The physician was unable to cross the lesion with a 2.5x16mm promus element stent. During delivery of the device, severe resistance was encountered due to severe calcification. It was noted that the stent strut got lifted up and the shaft kinked. The procedure was discontinued and the patient will be scheduled for a staged procedure. No patient complications was reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified proximal circumflex (cx). The physician was unable to cross the lesion with a 2.5x16mm promus element stent. During delivery of the device, severe resistance was encountered due to severe calcification. It was noted that the stent strut got lifted up and the shaft kinked. The procedure was discontinued and the patient will be scheduled for a staged procedure. No patient complications was reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed the tip was damaged (the edges were jagged like). This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon and the stent of the device were visually and microscopically examined and no issues were noted with the profile of the balloon and stent that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).